Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The customer received a replacement device. Root cause could not be determined. The device was archived by stryker.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by physio-control it was discovered that the device would not recognize a shockable rhythm. In this state the device would not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device would not recognize a shockable rhythm. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by physio-control it was discovered that the device would not recognize a shockable rhythm. In this state the device would not be able to deliver defibrillation therapy, if needed.